Event description:
It was reported that the communicator was dark and emitted a burning smell when plug into a power source.the company representative advised the patient advocate that a new communicator and a cellular adapter will be sent.the communicator was no longer in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.